Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed the reported event. The stent was found to be loaded in the system. A force transmitting component was found to be broken indicating that increased friction must have affected on the system during the attempt to deploy the stent. The device was returned in poor condition (different parts were found to be separated) which is considered a consequence of the system handling after the reported event. A detailed reconstruction of this event was not possible due to the poor condition of the delivery system. Potential contributing factors to the reported deployment failure have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be related to a difficult anatomy as highly tortuous or calcified vessels may lead to increased friction and subsequent release force increase. Reportedly, the tracking path and target anatomy were calcified. The reported event also may be use-related as rough handling of the device can lead to deformation and subsequent friction increase. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used." And "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit."

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.

Event description:
It was reported that during a stent placement procedure for treatment of an occlusion in the right sfa via left cfa access, the vascular stent could not be deployed. The device was removed without issue and another stent of the same brand was used to complete the procedure successfully. There was no reported patient injury.